Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulty and high pacing thresholds. A different ra lead was successfully implanted and no adverse patient effects were reported.